Event description:
A report was received via social media, that the patient was implanted with a scs stimulator in (B)(6) of 2017 and was paralyzed after the procedure and left him as a paraplegic. We have not been able to obtain any further details regarding this event.